Event description:
While using the electrode cutting loop, during a turp procedure, the wire loop broke off. The wire loop was retrieved. All pieces were accounted for at the end of the case. No harm to the pt.